Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve to the manifold was leaking. Additional malfunction was the on/off switch on the control panel had a short circuit.